Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg appeared to be pressing up against the 12th rib causing her pain. The patient underwent a pocket revision wherein the pocket was relocated a bit lower in her right flank. The patient was doing well post operatively.